Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Investigation: the investigation was carried out visually and microscopically with the digital microscope. We made a visual inspection of the instrument and of the fracture surface. Here we found a bent probe. Additionally we made an optical inspection of the fracture surface. We detected dark discoloration but no anomalies. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: the root cause of the problem is most probably usage related and reprocessing related. Rationale: according to the quality standard a material defect and production error can be excluded. Investigations lead to the assumption that the breakage was caused stress corrosion cracking. We assume a p-damage due to a mechanical overload situation. This overload situation led to the bent probe fo702200. We also assume that the black discoloration are signs of an old crack. Due to the existing pre-damage or weak point, the reprocessing was fracture-triggering. No CPAP necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported the instrument broke intra-operatively. The reporter indicated during an arthroscopic procedure the device broke during use. An additional incision posterior route was required to recover the forceps. Removal of the broken device was performed with a clamp and passing by the posterior route. Patient information has not been provided. Additional information has been requested, however, not yet received.